Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. As received only the connector portion of the lead was returned in one piece. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2024-01931. It was reported that the patient was asymptomatic to inhibited paced beats but was dependent on the pacemaker for normal function. The patient was brought into clinic (B)(6) 2024 for a right ventricular (rv) lead revision due to observed dropped pacing beats as a result of noise and oversensing, however the subclavian vein was occluded, and the patient was set for extraction (B)(6) 2024. During the extraction procedure, the right atrial (ra) lead could not be unscrewed from the generator. The ra lead was therefore cut and explanted. The rv lead was noted by the physician to be fractured during the extraction procedure. The generator was replaced due to being close to the normal elective replacement indicator (eri). The patient was stable before, throughout, and post procedure.